Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose level at the time of the incident was 300mg/dl. During troubleshooting, the customer indicated that insulin was not stored at room temperature and was advised to keep it at room temperature. Customer was advised to monitor and call back if necessary. The reservoir will not be returned for analysis. No further details given.